Manufacturer narrative:
Awareness date on initial MDR should have been (B)(6) 2019.

Event description:
New information received noted that the patient was stable before and after the procedure. The left ventricular lead was replaced due to dislodgement as a result of the patient failing to follow post implant protocols.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead became dislodged. The left ventricular lead was explanted and replaced on (B)(6) 2019. There were no patient symptoms reported.